Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also noted that the implantable pulse generator (ipg) exhibited no capture and the right ventricular (rv) lead had high thresholds. The ipg and rv lead remains in use. No further patient complications have been reported as a result of this event.